Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2013. The initial reported event was received on 2017-07-01. Of note, the reportable malfunction and/or serious injury of syncope and t wave over-sensing is normally submitted via a bimonthly report submission that would have been due on the submission date of 2017-10-10. Information was subsequently received on 2017-08-03 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room in near syncope or syncope. The information from a remote monitor transmission indicated there was post pacing t wave over-sensing (twos), the patient's rate fell below the lower limit, and twos also occurred on the ventricular sensing episodes. When additional information was requested, it was learned the patient is deceased. The cause of death and circumstances are not known.